Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Healthcare provider reported a right side rupture and capsular contracture baker grade unknown. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp broken on radius assessed as fold flaw opening.and missing piece of shell assessed as inconclusive. Additional observations: stress marks observed. Crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV.